Event description:
The patient had issues with crystal formation about four years prior to the report. They stopped medication and used saline solution to try and clear it. They had to maintain a certain limit on the concentration of medication to ¿maintain it that way¿. The medication infused at that time was dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that as of the date of this report, the patient did not have concerns with their device or therapy.